Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as a result of gradually increasing impedance, high capture thresholds, and oversensing of noisy signals. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.